Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent perineal stitch on (B)(6) 2018 and suture was used. During the procedure, the needle broke and was retrieved from patient. Changed another one to complete surgery. There were no adverse patient consequences reported.